Manufacturer narrative:
The explanted leads were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the pt's lead had protruded through the skin. The physician explanted the lead and the pt was reportedly doing fine.